Event description:
Event description cpi received information that this endotak bipolar positive fix lead (0056) was removed from service because of oversensing. They found an insulation fracture by the clavicle. This lead was replaced with a medtronic.